Event description:
It was reported that when using the bd vacutainer® precisionglide¿ multiple sample needle, the tubes are pushed off of the needle on an unspecified number of units. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B3. Date of event is unknown. The date received by manufacturer has been used for this field. E1: initial reporter phone #: (B)(6). Investigation summary: bd had not received any samples for investigation. A total of 10 retained samples were used for functional tests, and none of the tubes were pushed off the needles. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: tube push off. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.